Event description:
Date of event: unk. During preparation for the colonoscopy procedure, it was noted that the needle was missing from the device. A second device was used to complete the procedure and there was no clinical consequence.

Manufacturer narrative:
Additional information was received from the user facility. The device was not noted to have a needle and no other damage was noted to the device. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported even is undetermined.